Manufacturer narrative:
The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it was found that the cause of the reported malfunction was corrosion on the plug unit, which resulted in an e315 ¿ non-compatible scope error. The root cause is unknown; however, it is likely attributed to component damage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor complaints for this device.

Event description:
During setup and inspection prior to use, the bronchovideoscope was not recognized by the tower, resulting in no image display. There was no patient involved.